Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j8cr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had painful bowel movements and it was unknown why. She also overdosed on five drugs and was admitted to the hospital psych ward for six days. She was told to turn her device down or off. She was scheduled for a revision on (B)(6) 2015. No patient outcome was reported as the revision had not yet occurred, so additional information will be requested at the appropriate time. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the manufacturer's representative noted that the doctor had seen the patient since implant and painful symptoms had resolved and the patient was doing well.